Event description:
This procedure was performed in (B)(6). The evercross balloon was inflated twice and burst circumferentially. The pressure was no higher than 10 atm. The lesions were small with low calcification and the vessel was straight. The evercross balloon had to be removed from a surgeon because the fragments could not be caught and the balloon catheter could not be removed through the sheath.

Manufacturer narrative:
A review of the manufacturer records for this device did not reveal any discrepancies relevant to the reported event.